Event description:
The pt had a lap anterior procedure. End to end anastomosis was performed with the car device 20 cm from the anal verge. No traction was reported and good donuts and negative leakage test were reported. An abdominal pain was reported on pod 5. X ray and CT scan were performed indicating that the ring was already expelled. The pt was re-operated and a leak was indicated. The opening was over-sewn and a drainage was set. The pt is doing fine.

Manufacturer narrative:
No corrective or remedial actions were taken due to the following: the ring was not returned to the MFR for evaluation. The production history files; however, indicated that the device was released pursuant to the product specifications. No conclusion as to the cause of this event can be withdrawn with the available info. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.